Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, and 100% stenosed mid left anterior descending (lad) artery. A non-abbott guide wire was advanced to the diagonal and an unknown guide wire was advanced to the lad. Pre-dilatation was performed and an unknown stent was implanted. A 2.5 x 15 mm tenku balloon catheter was used for post dilatation; however, during removal, there was resistance with the balloon catheter and the guide wire, and the catheter separated. The separated portion was located at the connection between the rhv and the guiding catheter, so it was easily removed. The procedure was successfully completed by implanting a different stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: regista soft, asahi sion; guide cath: mach16fr. The device was returned for evaluation and the reported shaft separation was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: the tenku balloon dilation catheter device is an abbott vascular manufactured device, which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.